Event description:
The device was returned to medtronic (B) (4) to be reworked in accordance with FDA field action (B) (4). During preliminary inspection of the device, it was observed that the device failed to power on. There were no reports of patient use associated with the reported failure.

Manufacturer narrative:
(B) (4). Physio-control evaluated the device and verified the reported failure. The root cause of the reported problem was determined to be due to a failure of the on/off switch latch mechanism. A replacement device was provided to the customer.